Event description:
During the egd [esophagogastroduodenoscopy] procedure, the spring guidewire portion was advanced into the patient's esophagus through the gif [gastrointestinal fiber-optic] scope. Once the wire was in place the scope was retracked out and the wire was left in desired place. The blue tip of the guidewire was inserted into the savory distal tip while the guidewire was held in place. Dr. [Redacted] instructed [redacted], the tech, to pull guidewire as he was advancing the savory into the patient's esophagus. [Redacted] informed dr. [Redacted] that he felt tension when pulling on the guidewire until the wire becomes loose. Once the wire was removed [redacted] continued to insert the savory and complete the dilation. After removing the savory, dr. [Redacted] reentered the patient's esophagus with the gif scope and was able to see that the spring of the guidewire had broken off and was inside the patient. Dr. [Redacted] used a rat tooth forceps to successfully remove the spring guidewire tip from the patient. Dr. [Redacted] noted that there was no harm to the patient during the dilation. The incident was reported to manager [redacted] at 0845 immediately following the procedure.